Event description:
While on a patient, the ventilator stopped ventilation without alarming. At 16:45 the caregiver went to check the ie ratio, touched the screen and nothing happened. The caregiver touched different buttons on the screen to no avail. The ventilator was not cycling and was locked up. The patient was breathing on their own with no injury. The ventilator had been checked by the caregiver at 15:00 with no problem found. The unit was unplugged and removed out of service.